Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital after receiving shock therapy. Review of stored device memory noted t-wave oversensing that resulted in delivery of 5 inappropriate shocks and exhaustion of tachycardia therapy. The automatic setup process was completed and chose alternate as the programmed sensing vector. Manual setup was then completed to choose secondary as the programmed sensing vector. No adverse patient effects were reported. This product remains in service.